Event description:
This is report 4 of 4 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with gentamycin 40-60 mg intraperitoneally (ip) nightly and vancomycin 2 gm weekly ip for the event. A week later, the patient¿s catheter was accidentally cut resulting in further contamination. The catheter was repaired and the patient was discharged from the hospital and reported to have recovered from the events. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot number h13h30047 involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13h30047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.